Manufacturer narrative:
The investigation results indicate that there is an interfering factor in the patient sample. As there was not enough sample volume remaining, the exact interferent could not be identified. Based on the provided and measured data, a general reagent issue can be excluded.

Manufacturer narrative:
The serial number of the cobas e411 rack is (B)(6). Per product labeling: "dilution: not necessary due to the broad measuring range." Calibration and quality control results were acceptable. Upon review of the alarm trace, "sample volume insufficient or clot pipetted" alarms were observed. The patient sample was provided for investigation. The customer¿s elecsys pth stat result could be reproduced. The presence of an interfering factor could not be shown. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys pth stat assay on a cobas e411 rack and compared to the diasorin method. The sample initially resulted in a pth stat value of 43.58 pg/ml and repeated as 42.87 pg/ml. The sample was also repeated with a 1:10 dilution, resulting in a pth stat value of 89.3 pg/ml. The sample was then tested with the diasorin method, resulting in a pth value between "500-800 ng/l". No specific value was provided.